Event description:
Additional information received reported the manufacturer¿s representative (rep) did not know if the patient had seen the surgeon ye t. If the patient did, nothing had been communicated to the rep or planned as a result.

Event description:
It was reported that the patient was taking a shower and washing their hair about a week prior to report and felt a ¿pop¿ at the location of the right lead component of their implantable neurostimulator (ins). The patient stated that this hurt and they rubbed the spot. It was noted that since they had not been able to feel the stimulation on that side and had less than 50% therapy relief at the location of the lead. There was a reported migration of the lead. The patient met with the manufacturer¿s representative for reprogramming. When the amplitude was turned up the patient felt a ¿pinching¿ sensation towards their ear and base of the head rather than at the top of the head where they felt it before. An attempt was made to program different parts of the lead but all combinations resulted in the same uncomfortable stimulation in the wrong location. Since the reprogramming hurt the patient the representative had to turn the ¿right side of head off". The patient had two subcutaneous leads for occipital pain, one on the left and one on the right side and that the therapy to the left side ¿worked perfectly¿. The patient also stated that they had been ¿puking her brains out¿ because of the issue. In addition to reprogramming, further diagnostics and troubleshooting included impedance testing (results not reported). The patient was going to see their doctor to determine if the lead migrated and if a revision is required. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).